Event description:
The consumer reported using the product for several hrs on her left hip. When the patch was removed, the consumer described skin removal with subsequent blistering, scabbing and bleeding. The consumer initially treated the area with cold compresses. The consumer was examined by an advanced registered nurse practitioner and diagnosed with second degree burns. She was prescribed cephalexin as well as instructed to clean and apply silver sulfadiazine to the area twice daily.

Manufacturer narrative:
The consumer used the product off-label by wearing the patch while sleeping. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.